Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned to animas. A retained sample, from the same lot number as the suspect device, was evaluated by product analysis on 09/09/2014 with the following findings: a visual inspection revealed that the cartridge was not damaged or defective. A fill test, force test, and leak test were performed, with no failures observed. The cartridge force readings were confirmed to be within specifications; no failures related to the loss of prime complaint were noted. A lot review was performed, which showed that no failures were observed during incoming inspection. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that a loss of prime warning occurred 3 or more times during the use of multiple cartridges from a single box. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.